Event description:
The reporter indicated that a 12.6mm vticm5_12.6; -13.0/+2.5/92 (sphere/cylinder/axis) implantable collamer lens intended for the patient's left eye (os); had tore during loading. Lens was not implanted. This occurred on (B)(6) 2023. On this same date a replacement lens of the same length was implanted and this resolved the problem.

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Medical device problem code - 1494: off-label use (under 21yrs of age at date of implant). (B)(4).